Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been getting no delivery alarms since she changed the infusion set this morning. Customer's blood glucose is in the 400's mg/dl. Customer reported that the insulin did not exit and there is greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the set and reservoir. Customer stated that ever since she switched to using novolin r, her insulin has been cloudy. Customer was told by a pharmacist that it is normal for insulin to be cloudy. Customer will be sent a replacement infusion set and reservoir as a courtesy.